Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
The sales rep reported via phone that the patient had an infection two months after having a 6.5 healix advance peek 3 suture with orthocord implanted. The surgeon removed the sutures and anchor, cleaned out the infection and replaced the anchor with another like device. There were no patient consequences or delays. The device was discarded. There were no antibiotics given to the patient. The second surgery was performed (B)(6) 2017.

Manufacturer narrative:
The complaint device was discarded by the customer and depuy mitek does not allow post implant sample returns therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for the infection that was caused by the implant. This was identified two months after surgery. In the IFU section ¿adverse effects¿ states ¿adverse effects of absorbable implanted devices include mild inflammatory and foreign body reactions¿ this issue can occur post-surgery since most cases the body will negatively react with the implant regardless of material. This is treatable and in the past, has not caused any permanent impairment or permanent damage to a body structure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).